Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient and device codes added. Corrected data: h6. Eval code result. Additional codes. Annex f code was erroneously documented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years, 10 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, thrombus/pannus formation on the valve leaflets was observed. No patient complications were reported as a result of this event. Additional information was received to report the valve was implanted within the native valve with a final implant depth of 4.8mm on the left coronary cusp and 4.1mm on the non-coronary cusp with a final aortic gradient of 36.7mm hg. No treatment was provided to address the thrombus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, thrombus/pannus formation on the valve leaflets was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final mean aortic gradient was 36.7 millimeters (mmhg).